Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the multilock humeral nail system was used for a humerus fracture with accompanying dislocation. During the surgery out of bound occurred at the lateral part, the surgical site was broadened and the cortical bone was carefully drilled this resolved the out of bound. Out of bound occurred again when drilling for ascending screw insertion. The drill bit in question was broken when interfering with the nail a broken piece remained in the bone. The surgeon decided not to remove the broken piece and tried to insert screw in screw. The operation was completed without inserting screw in screw as the sleeve disengaged when moving it forward. This report is for the unknown drill sleeve. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the drill sleeve, part and lot number unknown. Device is an instrument and is not implanted/explanted. (B)(4) addressed adverse event of incision site needing to be broadened. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a sixty minute delay in the procedure.